Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during ipg replacement (ref MFR. Report#1627487-2018-08273) both leads came out as well (reference MFR. Report#3006705815-2018-02256). As a report, the physician explanted the entire scs system and implanted a new scs system. Due to scar tissue and adhesions, the physician was unable to implant one lead.